Event description:
A surgeon reported that four days following a glaucoma filtration device implantation, the shunt was noted to be touching the iris and possibly the cornea. The pt also experienced a shallow anterior chamber due to over filtration and the surgeon applied a pressure patch and conjunctival suture. Suture lysis was performed on day one, three and six weeks postoperatively. The pt also experienced a choroidal detachment, postoperative hypotony and endothelial cell loss following the shunt implantation. The device remains in the pt's eye. Additional info has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
In a follow up, the surgeon reported that the corneal endothelial cell loss was considered non-serious and required no treatment.

Manufacturer narrative:
Eval summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not verified. Because a sample was not returned and no lot or serial number were indicated for this complaint, the root cause cannot be determined. The device remains implanted in the pt's eye. Additional info has been requested. (B)(4).